Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4: reference MFR. Report# 1627487-2018-07153; reference MFR. Report# 1627487-2018-07158; reference MFR. Report# 1627487-2018-07160. It was reported the patient¿s leads had migrated. The patient underwent surgical intervention on (B)(6) 2018 wherein the leads were repositioned which resolved the issue. Effective therapy was restored postoperatively.